Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture due to dislodgement. Asystole of less than two seconds was observed. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.